Event description:
It was reported that one of the devices in a manufacturer representative¿s ¿bag¿ showed a power on reset (por) when trying to communicate with the recharger. It was noted that this device was note used. It was further reported that the next day the recharger still showed the por. The clinician programmer was used to communicate and it was noted that they were able to get past the ¿would you like to implant¿ screen and clear the por without setting lead configuration. It was further noted that the manufacturer representative saw the por message 23 with the clinician programmer, but there was not an error code in the clinician programmer screen. The recharger was used again and was charging the implant from 75% full to 100% full. It was noted that no pors were seen again. It was noted that this was truck stock.

Manufacturer narrative:
(B)(4).